Event description:
It was reported that a patient presented with over-sensing noted on the patient's right ventricular lead. No information regarding intervention or adverse patient conditions were reported.

Event description:
New information received notes that the patient presented remotely. Isometrics were performed to attempt to recreate the noise. No adverse patient symptoms were reported and no adverse complications were noted.